Event description:
The iab was inserted femorally using an introducer sheath. The next day, the pump gave helium lose alarms and blood was seen in the helium tubing. Because of this, the iab was removed. There were no patient complications.